Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a faulty transfer set. The nurse reported that the faulty line was removed from the patient last week and had been sited for two months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified damaged main body and broken occluder feet. Functional testing of the device included leak testing, clear passage testing, and clamp function testing; broken occluder feet (leak through the set) was identified in both leak testing and clamp-function testing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause of the leak was determined to be due to damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.